Manufacturer narrative:
Conclusion: the distance between coil, cables and pt was insufficient at the place of the burn. It has also been observed that high sar levels were used resulting in warning messages for the user. These messages were accepted by the user, and the scans with high sar were continued on the pt. These kinds of incidents can be prevented as much as possible, by following the instructions for use. Since this type of user error has been reported several times, a new special sleeve is to be mounted over the cable. The sleeve forces the cables to have sufficient distance from the anatomy, which should reduce the rf interaction. This sleeve has been introduced for new torso xl coils recently, and issued as field change. Note, the indicated importer has received FDA exemption to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.